Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient experiences zapping at the ins site after charging the battery to full. It was reported that it zaps when they lay down once and then stops. The patient now only charges to 3/4 and they do not feel the zapping. The manufacturer representative planned on doing an impedance check at their next meeting. It was also reported that the patient was only getting 4 bars while recharging, but after repositioning the antenna, the patient was able to achieve 8 bars. No further complications are anticipated.